Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : product code 150600009 work order (B)(4) was manufactured on 23-mar-2016. (B)(4) parts were manufactured per specification and all raw materials met specification. Three scrap parts associated with this lot 8257976. Parts failed for datum d flatness and all parts have been scrapped from lot 8257976 therefore there is no correlation with the complaint failure mode. Scrap: a739 (datum d flatness). Material rework review (B)(4) has been created for lot 8257976. (B)(4) parts have been reworked for tool marks. All parts passed the inspection step therefore there is no correlation with the complaint failure mode. No ncs (non-conformances) found associated with lot 8257976.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient was experiencing excessive external rotation of foot when walking that led to the revision surgery. The affected side was the right side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of right knee tibial tray and tibial insert due to excessive rotation of the right foot secondary to malrotation of the tibial tray. The patella and femur were retained. There was no reported product problem with the revised tibial insert. The patient was revised with attune revision products. There were no reported surgical complications or delays. Dor: (B)(6) 2020, right knee.